Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight were not provided. The beckman coulter (bec) field service engineer (fse) noted bubbles in the dispense tubing. The fse rebuilt the wash pumps. The fse proactively cleaned the reaction vessel wheel. The fse verified instrument performance by running a passing system check, high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 result was due to a hardware malfunction. The wash pump was allowing air to enter the system allowing for inefficient washing in the reaction vessels.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The sample was reflex tested on the alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and the access accutni+3 result was within the normal reference range of the assay. The customer reanalyzed the sample on unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained a lower result, within the normal reference range of the assay. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no report of impact or change to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Level one (1) access accutni+3 quality control (qc) was within the customer's established ranges prior to and after the reported event. Level three (3) qc was outside the customer's established limits prior to and after the reported event. It is noted the customer was running patient samples with only one (1) level of access accutni+3 qc passing. The sample was lithium heparin plasma. The sample was centrifuged at 3000 revolutions per minute for five (5) minutes at room temperature. The customer did not note sample integrity issues.